Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The device's logs from the connected ventilator were also attached. Based on information provided, the maintenance kit 10000h required replacement. The user did not repair the unit temporarily and continues to use it as a backup machine. The equipment has been delivered to customers. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).